Event description:
New information noted that programming changes were made to clear battery condition. The patient would continue with regular follow-up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor battery capacity showed premature elective replacement indicator (pre-eri) on (B)(6) 2018 and had transient drop to pre-eri in (B)(6) pre-implant due to diagnostics - battery longevity anomaly. Due to battery longevity anomaly, the device was not able to transmit information via mobile phone. The patient was given different mobile phone. The patient was stable and discussed to update software when available.